Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, the customer consumed foods high in carbohydrates and due to waiting to change the supplies at a later time, experienced an elevated blood glucose (bg) level in the 400¿s (mg/dl) range. The customer addressed bg with a bolus delivery via the pump. Reportedly, the customer was able to load a new cartridge successfully, and resumed insulin delivery.